Manufacturer narrative:
Exact date of event is unknown.

Event description:
It was reported that the patient experienced ineffective therapy due to auto-reduction. Troubleshooting revealed high impedance. Surgical intervention may be undertaken in the future to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that the patient underwent a surgical procedure on (B)(6) 2022 during which it was discovered that the ipg had been twisted in the pocket by the patient, causing the leads to twist and fracture as a result. The lead was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.